Event description:
A plif surgery on (B)(6) 2010 resulted in an adjacent vertebral disorder. As a result, revision surgery was conducted on (B)(6) 2018 during which the nut on the crosslink broke while tightening it with the nut driver. The surgery was completed successfully with an alternate crosslink. No adverse consequences to the patient were reported during revision surgery.

Event description:
A plif surgery on (B)(6) 2010 resulted in an adjacent vertebral disorder. As a result, revision surgery was conducted on (B)(6) 2018 during which the nut on the crosslink broke while tightening it with the nut driver. The surgery was completed successfully with an alternate crosslink. No adverse consequences to the patient were reported during revision surgery.

Manufacturer narrative:
Method: visual inspection, material analysis, product history review, complaint history review, labelling review, risk assessment. Result: the customer reported event was confirmed via visual inspection. The connector was returned disassembled. The center locking nut was found to be fractured in 2 pieces, with the end cap fractured off of the main nut. Device was submitted for material analysis and found to have fractured in a ductile overload mode. The elemental constituents were consistent with the print. No material or manufacturing defects were found. It was reported that the center nut fractured while it was being tightened with the mac nut driver. It was reported that it was at a high angle and the surgeon most likely overtightened the center nut. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. All fragments were retrieved. Conclusion: material analysis of the device found that the center nut fractured in ductile overload mode which is consistent with overtightening of the device. The most likely root cause is overtightening of the center nut causing it to fracture.